Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) brady lead exhibited a single beat of loss of capture (loc) on the surface echocardiogram, which reportedly occurs approximately 12 hours. There was no pacing impulse on the surface at the time of the loc, which may be indicative of oversensing. Review of the most recent remote monitoring data from 2022 was unable to confirm whether there had been any recent changes to device settings, however it was noted that left ventricular auto-threshold (lvat) test was programmed at that time. Technical services (ts) discussed troubleshooting options. This rv lead remains in service. No adverse patient effects were reported.